Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. Inflation was performed at 12 atmospheres (atm), 14 atm, and 16 atm for 10 seconds respectively. However, during the third inflation, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.